Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse spoke to the robotics coordinator and was told they were able to clear the errors and are using the system. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Functional testing revealed that the unit generated error code c-33 upon startup. Additionally, a review of the internal generator error log showed the presence of c-00 and m-b1. The probable root cause of the reported issue can be attributed to a fault on a component or module within the iesu.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer called to report repeated c-33 and c-00 messages on the integrated electrosurgical generator unit (iesu). The customer attempted power cycling and hard cycling the iesu, but the issue persisted. The site elected to connect a third-party generator to proceed with the procedure. There was no report of patient involvement.